Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient faced infusion sets's leakage event on (B)(6) 2025. The leakage was in the tubing. Patient's blood glucose level was 380 mg/dl and was treated via correction bolus. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.